Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points and the graph were missing from the pump display. There was no reported impact to the customer¿s blood glucose. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.